Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive was re-formatted. The system software was re-loaded. The system is operating as intended.

Event description:
The customer reported that images would not save on the 8800 system. No pt injury was reported.